Event description:
The system 5 sagittal saw was sent for service and during failure analysis it was noted that the blade mount is chipping. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 5 sagittal saw was sent for service and during failure analysis it was noted that the blade mount is chipping. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that based on a review of complaint trending, possible causes include stress from vibrations or thermal cycles due to normal use of the handpiece.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.